Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaint of loss of capture resulting in several falls. The patient stated they can tell when the loss of capture was coming and shortly after losses consciousness. The patient was admitted and placed on an external pacemaker as a precaution. Telemetry strips showed ventricular pauses as long as 15 seconds on the right ventricular (rv) lead. The pacing impedance measured a low reading, but the impedance had been stable at this range since implant. There was one instance of high threshold, which returned back to baseline afterward. Additional information confirmed that the lead had a micro-dislodgement. The lead slack appeared pulled back compared to the implant x-ray. The patient also felt dizziness. The lead was revised and it remains in use. No further patient complications have been reported as a result of this event.